Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a foreign object in the nozzle and a cracked plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal end hold ring was broken due to external factors or handling. However, the root cause could not be identified. The event can be prevented by following the instructions for use: chapter 3, preparation and inspection 3.2, inspection of the endoscope. Olympus will continue to monitor field performance for this device.